Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thus. Verified pump error 63 alarms in long traces on 8/13/2024 15:21 with variable (12) due to a arm watchdog failure. Isolate to electronic assembly. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, serial number label damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Critical pump error (open book image) alarm confirmed during analysis and triggered by pump error 63 alarms. Isolate to electronic assembly. Cosmetic damage confirmed when cracked battery tube threads observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.